Manufacturer narrative:
During investigation of another complaint (1831750-2009-00494), it was reported a workman compensation claim has occurred allegedly resulting from the brakes not functioning to specs on stretcher brakes. The claim occured in 2007, and was not reported previously. The user is unable to identify the unit involved in the incident, therefore, the device is unavailable for eval. The user facility reported a student nurse received three broken bones in the spring of 2007.

Event description:
It was reported the brakes were not functioning to specs and allegedly resulted in a nurse breaking three bones.